Event description:
A report was received that the patient¿s battery was coming out through the skin. The patient underwent a pocket revision wherein the ipg was replaced with a new one. The patient was doing well following procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance tests performed. There was no complaint toward the device. The system was explanted as the device protruded through the skin. The ipg passed all the required tests and revealed no anomalies. Review of the sterilization records revealed no anomalies.